Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and during mapping phase experienced at the same time force issue, high temperature, high impedance and disturbance on all electrocardiograms. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Therefore the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and during mapping phase experienced at the same time force issue, high temperature, high impedance and disturbance on all electrocardiograms. The procedure was completed without patient consequence. Per 21 cfr, part 803, this complaint is reportable because disturbance on all electrocardiograms could potentially contribute to a death or serious injury.